Event description:
The customer reported that during a pain management procedure, the system locked up, the system went blank, and would not fluoro. The workstation monitors were dark. The system re-boot initially failed to correct problem. C-arm would not fluoro, but then began working. There was no patient injury.